Manufacturer narrative:
The treating physician believes that the possible cause of the thrombotic event was due to the allergic reaction to contrast medium, which caused abnormal blood clotting. In summary, this patient with a known allergy to contrast medium, had two cypher stents implanted in the distal lcx through the lpl. Approximately three years later, the patient returned to the hospital for a CT scan, where he was administered contrast medium and consequently went into anaphylaxis. This was successfully treated. The following day, the patient experienced chest pain, ECG changes and elevated cardiac enzymes. He was taken for angiographic evaluation, which revealed a thrombus in the cypher stents. This was treated with aspiration thrombectomy and continuous heparin administration for four days. The event resolved. The patient had a history of diabetes, hypertension, and exposure to a known allergen (contrast medium), which put him at increased risk for a major cardiac adverse event. The vessel and lesion was described as a type c, instent restenosis of a bare metal stent. The cypher stent is indicated for the treatment of discrete lesion less than or equal to 30mm in length. The second of the two stents was inflated to 17 atms and the stented segment was post-dilated to 18 atms. The use of high inflation pressures during stent implantation can cause intimal damage. The IFU cautions the user not to exceed rated burst pressure. The treating physician believes that the possible cause of the thrombotic event was due to the allergic reaction to the contrast medium, which caused abnormal blood clotting. The product was not available for analysis. A review of the manufacturing route sheets for the involved lot confirmed that this device met quality requirements for product acceptance. In conclusion, thrombosis is a known potential complication of coronary stenting. Additionally, anaphylaxis can result in coagulopathy, predisposing the patient to clot formation. In this case there are patient, procedural, and pharmacological factors that may have contributed to this event. This cypher product is not distributed in the us; however, it is similar to us distributed cypher product. This is one of two reports submitted for the same event. Please reference MFR. Report #: 9616099-2007-02119 and 9616099-2007-02121.

Event description:
This male patient with a medical history of hypertension, diabetes, previous pci and a known allergy to contrast medium was admitted for elective coronary evaluation due to angina. The patient was currently taking aspirin. Angiography revealed a concentric, type c, 40mm, in-stent restenosis of a previously placed non-cordis, bare metal stent in the proximal circumflex artery (lcx) extending distally to the left posterior lateral branch (lpl). Flow through the vessel was timi iii. Ticlid and heparin were administered. Acts were not measured during the procedure. The lesion was predilated with a 2.5 x 20mm balloon inflated to 8 atms. A 2.5 x 23mm cypher stent was positioned within the lpl and was deployed to 16 atms. A 3.0 x 28mm cypher stent was positioned proximal to and overlapping the edge of the first and was deployed to 17 atms. The stents were post dilated with a 2.5 x 20mm balloon inflated to 18 atms. Ivus was conducted. Residual stenosis was 0% and flow through the vessel was timi iii. The patient was discharged with orders for daily administration of aspirin and plavix. Approximately three years post index procedure, the patient presented to the hospital for follow-up and CT scan was conducted. The patient developed anaphylactic shock due to exposure to the contrast medium (known allergy). The patient was treated and stabilized. A few hours later, the patient complained of chest pain. ECG revealed resting changes and cardiac enzymes were elevated. The patient was brought to the cath lab where angiography revealed a thrombus within the previously implanted cypher stents. To treat the thrombus, aspiration thrombectomy was conducted. Additionally, heparin (15,000u/day) was administered for 4 days.